Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer was having issues with his infusion set. He stated the customer had a blood glucose of over 600 mg/dl, the morning of the call, and treated with a manual injection. The caller said that one of the infusion sets was cut by yard work, the second was not sticky enough and the customer has been wearing the third one for 4 days. Troubleshooting was done for the infusion set. The insulin pump will not be returning for analysis.